Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from olympus china, there was the possibility that this phenomenon was attributed to the communication failure with the video processor due to the failure of the cable unit by some excessive force being applied by the user handling. Olympus stated the appropriate handling of ch-s400-xz-eb and the counter measures against abnormalities in the instruction manual of ch-s400-xz-eb.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use using the subject device and the camera control unit (otv-s400), it was found that the endoscopic image was not displayed. The service department of olympus china checked the subject device and found that the reported phenomenon was duplicated due to the excessive distortion of the camera cable of the subject device.there was no report of patient injury associated with the event.